Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at the reported event day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. A review of the patient information provided showed an influence of the laser system can be excluded. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmic assistant reported a case of over correction at eight days post topography guided lasik procedure. Reporter indicated the data was programmed correctly into the laser, and the correct treatment was applied. The post operative slit lamp exam indicated the eye was within normal limits; however, a large posterior virtuous detachment (pvd) was observed. Patient was noted as being monitored. Upon follow up, the reporter indicated the patient was doing well and the pvd was improving; however, the patient was still overcorrected and will continued to be monitored.